Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.

Event description:
Device malfunction: knot lock. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose a-t device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, as the knot was being advanced toward the artery, the knot locked and could not be advanced further. A second perclose a-t device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.